Event description:
She had a stroke. Synvisc-one injection in the left hip [product administered at inappropriate site]. Case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves a (B)(6) female patient who received synvisc-one injection in the left hip and she had a stroke with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown dated the patient received hylan g-f 20, sodium hyaluronate injection (unknown batch number, expiry date, dose, frequency, route, strength). On (B)(6) 2021, the patient received last injection of hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - brsl022a, unknown strength, and expiry date) for osteoarthritis. Patient reported that she had a stroke (cerebrovascular accident; medically significant) on (B)(6) 2022 and husband said it was 2021. On (B)(6) 2021 the patient reported synvisc-one injection in the left hip (product administered at inappropriate site) (latency: same day) after starting use of hylan g-f 20 and sodium hyaluronate. Action taken: not applicable for the events. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for incorrect route of product administration and not recovered for the events. Reporter causality: not reported for the events. Company causality: not reportable for the events. A product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on (B)(6) 2022 from the patient. Case was upgraded from non-serious to serious. Event of cerebrovascular accident was added. Text amended accordingly.

Event description:
She had a stroke [stroke]. Synvisc-one injection in the left hip [product administered at inappropriate site]. Case narrative: initial information received on 04-jul-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc one. This case involves a 74 year old female patient who received synvisc-one injection in the left hip and she had a stroke with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown dated the patient received hylan g-f 20, sodium hyaluronate injection (unknown batch number, expiry date, dose, frequency, route, strength). On (B)(6) 2021, the patient received last injection of hylan g-f 20, sodium hyaluronate injection at the dosage of 6 ml for once only (lot - brsl022a, strength: 48 mg/6ml, and unknown expiry date) for osteoarthritis. Patient reported that she had a stroke (cerebrovascular accident; medically significant) on (B)(6) 2022 and husband said it was 2021. On (B)(6) 2021 the patient reported synvisc-one injection in the left hip (product administered at inappropriate site) (latency: same day) after starting use of hylan g-f 20 and sodium hyaluronate. Action taken: not applicable for the events. It was not reported if the patient received a corrective treatment for the events. Outcome: unknown for incorrect route of product administration and not recovered for the events. Reporter causality: not reported for the events. Company causality: not reportable for the events. A product technical complaint (ptc) was initiated on 05-jul-2022 for synvisc one (lot/batch number: brsl022a) with global ptc number: (B)(4). The sample status of the ptc was not available. The production and quality control documentation for lot # brsl022a expiration date (2024-07) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # brsl022a no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 29-aug-2022 with summarized conclusion as no assessment possible. Additional information was received on 04-jul-2022 from the patient. Case was upgraded from non-serious to serious. Event of cerebrovascular accident was added. Text amended accordingly. Additional information was received on 29-aug-2022 from other healthcare professional (quality department). Strength was added. Global ptc details were added. Text amended accordingly.